Event description:
It was reported that this electrode exhibited t wave oversensing resulting in untreated episode. Technical services (ts) noted a brief change in the qrs morphology that lead to short wide slow qrs complexes. The smart pass feature had been disabled. Ts recommended a chest x ray. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient was brough in for a treadmill test to try to reproduce the t wave oversensing. Automatic setup was performed in which secondary and alternate vectors failed. A defibrillation threshold (dft) test was performed in primary vector and most beats were labeled as noise. The physician allowed the ventricular fibrillation (vf) to go for 16 seconds before externally rescuing. Dft was then performed in secondary with no issues with detection or conversion. It was noted that a system revision was already performed in the past. A stat request was made to have data from this device analyzed. Meanwhile, this patient was admitted to the hospital. It was suggested to give this patient muscle relaxants during the induction testing as the noise cause by involuntary muscle response may inhibit detection of vf during dft. The analysis request was cancelled, and this electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.